Event description:
Reporter indicated a patient's vns generator was explanted for infection. The cause of the infection is unknown, but the causative organism was staphylococcus aureus. Antibiotics were also given as an intervention. The patient fully recovered in 2008, and had generator replacement surgery in the same month.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.